Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The reporter indicated that the vacuum failure occurred during phacoemulsification. There was no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the tenth complaint for the finish goods lot; however, the third for this issue for this lot. The device history record shows the product was released per specifications. The cassette was visually inspected and observed to be in a broken condition. A piece of the cassette plastic cover was broken off at the bottom left clamping slot. A piece of white plastic material was also observed in the clamping slot. The condition of the broken cassette prevented the clamping mechanism jaw from engaging in the clamping slot, thus the cassette could not be inserted into the fluidics module. The returned cassette could not be inserted into the console for root cause evaluation. The root cause of the customer's complaint could not be determined conclusively as the returned condition prevented functional testing of the cassette. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vacuum was not working during a procedure. The product was replaced and the procedure was completed. The patient was not affected.